Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the left ventricular lead for a low impedance reading on the left ventricular ring to right ventricular coil. The lead remains in use. No patient complications have been reported as a result of this event.